Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with lines on the display. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "lines in the display" was confirmed by baxter personnel during product evaluation. The root cause was assigned to lines on the main display. The main display was replaced to correct this condition. The software version is 5.03.00. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.